Event description:
It was reported that the vns patient¿s device showed an ifi condition during an office visit on (B)(6) 2014. The patient was referred for surgical consult. On (B)(6) 2014, the patient reported having an increase in seizures, so the surgical consult date was moved to an earlier date. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Attempts for additional relevant information will be made.

Event description:
An implant card was received indicating that the patient underwent generator replacement due to battery depletion, unable to interrogate due to battery depletion. It was reported that the surgeon discards explanted devices in the surgery; therefore analysis cannot be performed. No additional relevant information has been received to date.